Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identification (UDI) is unavailable. Device manufacturing date is unavailable. A manufacturer representative went to the site to test the equipment. It was identified the linux window that popped up in the left hand corner was part of the software install, which was done a few days prior to the reported event. The system performed as intended. The navigation system passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that while trying to access the spine application, the screen stated, ¿backup complete¿ then became unresponsive. The system was rebooted, and the system became unresponsive when trying to access the spine application. A terminal opened at the top left corner of the screen and stated "first_run.ty". There was no patient present when this issue was identified.